Event description:
It was reported that the surgeon confirmed by the use of x-ray that the (small xia) connector broke; therefore, the surgeon is planning the revision surgery.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment.results: the customer event of the fracture of a xia 4.5 titanium extended connector small was confirmed via x-ray images. The device was not returned for evaluation. Based on the x-ray image, a fracture of the component in the area appears to have been yielded under instantaneous load or too much fatigue induced by the patient. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the surgeon confirmed by the use of x-ray that the (small xia) connector broke; therefore the surgeon is planning the revision surgery.